Event description:
It was reported that the stent partially crumpled, requiring intervention. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The lesion was pre-dilated and a 7x80x120 epic self-expanding stent was advanced for angioplasty procedure. During deployment, the stent was crimped and became trapped in the calcium. The stent became partially crumpled near the distal and middle sections. Afterwards, post plain old balloon angioplasty was performed, and the device was left in place. Another epic stent was deployed to cover the crumpled stent and completed the procedure. There were no patient complications as a result of this event, and the patient is in good condition.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).